Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6270806. Medical device expiration date: 2021-09-30. Device manufacture date: 2016-09-26. Medical device lot #: 6270803. Medical device expiration date: 2021-09-30. Device manufacture date: 2016-09-26. Medical device lot #: 6305951. Medical device expiration date: 2021-10-31. Device manufacture date: 2016-10-31. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd safetyglide¿ needle, the vaccine was unable to be administered as it either sprayed out near the hub or wouldn¿t inject at all. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: investigation below completed by manufacturing plant (B)(4). Sample evaluation: various safetyglide needle samples, used and unused, were received by bd canaan from reported batch #6270806, 6270803, 6305951 (p/n 305916) and 2 samples from unknown lot. Also received were 7 various small vaccine syringes. Samples were evaluated. The 5 used samples from the 3 batches revealed a defect at the base of the needle hub. In one spot a piece of the plastic was missing and part of the hub appeared either deformed or damaged in the same area. 2 more samples from unknown batch# showed the same defect at the needle hub. One of the samples was tested for leakage with a bd 3ml luer lock syringe. This resulted in leakage at connection. The same leakage occurred when connecting to a slip tip syringe provided by the customer. The 23 unused packaged syringes were each evaluated for the hub defect. One was found to have a small imperfection at the hub. It was tested but resulted in good seal and no leakage observed. DHR review for batch 6270803 (p/n305916): manufacturing dates: 11/06/2016 ¿ 11/07/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6270803 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 6270806 (p/n 305916): manufacturing date: 11/08/2016. Batch quantity was 670,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6270806 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 6305951 (p/n 305916): manufacturing dates: 11/27/2016 to 11/29/2016. Batch quantity was 670,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6305951 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation results: the hubs have a rolled edge on the ID of the luer taper. Possible root cause: the racks were not properly aligned with the hub loader causing the rolled edge as the hubs were pushed onto the rack pins. Corrective action is to realign the rack with the hub loader to prevent the damaged hubs from occurring. Based on the severity and occurrence a CAPA is not necessary.